Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Eval summary: the production and quality control documentation for lot# y1115, with expiration date (2014-11) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is lot affected by this report.

Event description:
Pain. Swelling. Fluid retention/large effusion [fluid retention]. Unable to walk [abasia]. Case description: spontaneous report was received on (B)(6) 2013 from a physician and nurse via a sales rep regarding a (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection into an unspecified location (dosage regimen not provided). It was reported that on (B)(6) 2013, the pt had third round of synvisc injection. On unk dates in (B)(6) 2013, the pt experienced pain and swelling. He had a large effusion and was unable to walk. The physician aspirated (site unspecified) and gave him a steroid injection (unspecified). On (B)(6) 2013, the pt was followed up and was doing better with his pain, gait and walking. The action taken with synvisc treatment was not provided. The outcome for the events of swelling and fluid retention/large effusion was not provided. Concomitant medication were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc and all the events.